Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from FDA, which states ¿tubing separated above roller clamp while preparing for use. Tubing was pulled out of the package and seen to be faulty and disconnected prior to use on patient." Although it was stated that the event occurred during preparation prior to patient use, the reporter selected b2 "other serious" (outcomes attributed to adverse event) on the medwatch. The customer was not able to clarify why this was selected.

Manufacturer narrative:
The customer¿s report that the tubing separated was confirmed. Visual inspection showed that the vinyl tubing was completely separated from the tubing adapter. Inspection under magnification showed that both sides of the tubing had insufficient solvent applied. Functional testing was not performed due to the separation. A dimensional analysis was performed; the tubing measured within specification. The root cause of the separated tubing was insufficient solvent having been applied and the vinyl tubing not having been pushed all the way into the tubing inlet adapter.